Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR)review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Plunger assembly was remove/broken. Cracked on right plunger case and missing case seal. Check syringe plunger sensor was found event history log. Check syringe plunger sensor was found during power up process. The root cause of the reported issue was found to be broken screw-boss on left plunger case which is causing the misalignment of the left timing plate. Replaced left plunger case. Performed power up process and all functional tests which passed.

Event description:
It was reported that the system failure occurred. No patient injury was reported.